Manufacturer narrative:
The reported tandem use of a hfjv implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms, such as for low or high o2 concentration. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. As no log files were provided and no parts were returned for our investigation, it has not been possible to determine the root cause of the reported event but the use of hfjv in tandem with the ventilator is the most likely contributing factor.

Event description:
It was reported that during patient treatment, the measured o2 concentration was lower than set when the ventilator was run in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. Manufacturer's ref #: (B)(4).